Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a gradual increase in capture thresholds and decrease in pacing impedance. The patient was asymptomatic and was fine during and after the event. No intervention was performed at this time; the patient would continue to be monitored.